Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 3/12/2020. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related this production order was performed on april 1, 2020. One complaint was found as part of this production order and it was coded for ¿handling problem¿ and ¿improperly loaded". This type of complaint is level 1, therefore no investigation is required. The complaint was not confirmed, and it is not related to this investigation report. No further escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a tecnis symfony mutifocal intraocular lens (model zxr00 +17.0 diopter) was explanted from patient¿s operative eye because of patient experiencing hyperopic miss. Symptoms +1.00 miss, visual acuity pre-operative 20/30 aim -1, visual acuity post-operative 20/20 plus 1 hyperopic miss, no corrected near vision. Reportedly lens with same model, but higher diopter (18.5) was used as the replacement lens. At explant an incision enlargement was required. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.